Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: kwp;kwq;mnh;mni;osh. Device available for evaluation complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, the surgeon was doing a 1-level tlif. During rod placement and set screw insertion he had difficulty engaging the set screws into the tulip head. Tissue was creeping in and may be obstructing the engagement of the set screws. Eight (8) set screws was wasted due to cross threading. The procedure was completed as intended. There was no surgical delay. There was no patient consequences reported. This report is for one (1) single-inner setscrew. This is report 1 of 8 for complaint (B)(4).